Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by healthcare professional that needle detached from suture on one single pack. There is no adverse reaction to the patient reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: product code: (39) j451h product lot batch: 107038 tracking: (B)(6) received at cg labs on 11/21/2025 1. Could you please clarify if wrong devices belongs to this complaint? 2. If not, could you please clarify if the wrong received products belongs to a different complaint? If so, can you please provide the complaint number. 3. If the devices was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. So, the lot number on the case should have read 107038, I'm not sure where the lot number with letters came from. - when did the needle detach from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - please provide the purchase order for the credit request. - to whom should the shipper kit be sent? Please provide the contact name, department, street address (including zip code), email address, and phone number. Please do not use a p.o. Box. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Needle detached during passage through tissue -purchase order is being sent as an attachment to this email -please send kit to: (please refer to the email) -we still currently have the opened box, have not used any other packages in box additional information received: I received an email about the suture we submitted for credit. See attached, I'm not sure where the number lot number came from but the lot number for which they received is correct. I guess my question is how to I respond to their email? Is the lot number of all the letters from something else? Theres been so much back and forth with this case that I'm getting confused. We also are awaiting another case from a covetrus order with the same issue. Thank you so much, I hope all of this makes sense d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. According to the last email received on january 20, 2026, a second occurrence of suture needle pull off was reported: "we are also awaiting another case from a covetrus order with the same issue." - has this event been previously reported to ethicon? If so, provide the reference number(s). If not reported: -what are the procedure name(s) and date(s)? -what is the quantity involved per procedure? -were there any adverse patient consequences or subsequent medical/surgical interventions? -when did the alleged deficiency occur (removal from package / during handling prior to use on the patient / during passage through tissue / during tying / post-op)? If different, please explain. -is the device available, or are samples from the same lot available for analysis? If yes, to whom should the shipper kit be sent? Please provide contact name, department, street address (no po box), zip code, email address, and phone number. Please provide the title and role of the external person providing the follow-up answers (e.g., nurse, surgeon, risk manager).